Manufacturer narrative:
The customer did not supply any patient demographics such as weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site for this instrument. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access toxo igg reagent was returned for evaluation. (B)(4). All mdrs associated with this report are: 2122870-2015-00488; 2122870-2015-00489; 2122870-2015-00490; 2122870-2015-00491; 2122870-2015-00493. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible igg antibodies to toxoplasma gondii (access toxo igg) results for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial accesstoxo igg result recovered as reactive on the customer's original unicel dxi 800 access immunoassay system. The customer reanalyzed the patient's sample on an alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained a similar reactive result. The following day, (B)(6) 2015, this same sample was reanalyzed four (4) additional times on the original unicel dxi 800 access immunoassay system and four (4) additional times on the alternate unicel dxi 800 access immunoassay system generating reactive results. The sample was then tested on an alternate method (abbott architect) and a non-reactive result was obtained. This MDR addresses the reactive access toxo igg result obtained on the laboratory's unicel dxi 800 access immunoassay system. MDR 2122870-2015-00493 addresses the erratic access toxo igg results obtained on (B)(6) 2015. MDR 2122870-2015-00491 addresses the reactive access toxo igg result obtained on the alternate unicel dxi 800 access immunoassay system obtained on (B)(6) 2015. MDR 2122870-2015-00488 addresses the erratic access toxo igg results obtained on (B)(6) 2015 on the alternate unicel dxi 800 access immunoassay system and MDR 2122870-2015-00489 addresses the erratic access toxo igg results obtained on (B)(6) 2015 on the alternate unicel dxi 800 access immunoassay system. The reactive access toxo igg results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. Information on the collection and centrifugation of the patient sample was not supplied. No issues with sample integrity were reported by the customer.